Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that t wave oversensing was observed. No patient symptoms were reported. Patient didn¿t receive any inappropriate therapy due to the oversensing. Programming changes were made. Device remains implanted. The patent condition is stable.